Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The patient is reported to have had a history of morbid obesity, hypertensive nephropathy, dyslipidemia, diabetes mellitus, gastroesophageal reflux disease, chronic obstructive pulmonary disease, asthma, previous smoking and sleep apnea. The indication for the implantation of the filter was reported to be for prophylaxis prior to gastric bypass surgery. Approximately ten years and eight months after filter implantation, the patient underwent a computerized tomography (CT) scan which revealed that the filter had tilted and was associated with strut(s) outside the inferior vena cava (ivc). Approximately eleven years after the filter implantation, the patient was evaluated for possible filter removal. The medical assessment indicated that the device had been in place for several years and had epithelialized. Filter removal at that point was not recommended. The patient further reported having experienced emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The reported ivc perforation could not be confirmed without procedural films for review. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted prior to gastric bypass surgery. The patient had a history morbid obesity, hypertensive nephropathy (htn), dyslipidemia, diabetes mellitus (dm), gastroesophageal reflux disease (gerd), asthma, and sleep apnea. The patient was also a former smoker. Approximately eleven years post implantation, the patient underwent a follow up evaluation for the inferior vena cava (ivc) filter removal. According to the cardiovascular surgical notes, the research that was done into the feasibility of filter removal, suggested that filter removal within 3-5 days of implant was relatively straightforward; it has been done up to 3 weeks. However, with the device in place for several years, epithelialization had been completed, and removal was not recommended. The chance of this device migrating or causing any further problems is exceptionally low. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years and eight months post implantation. The patient reports perforation of filter strut(s) outside the ivc, and filter tilt. The patient further reports that these injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
The catalog number is unknown. If received it will be provided. As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.